Event description:
The customer reported a leak from an unknown location inside a coulter lh 500 hematology analyzer. The volume of the leak was approximately 20 ml and was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a cut in tubing to pinch valve pv37. The fse replaced the tubing and the leak was resolved. Repairs were verified per established procedures. (B)(4).